Event description:
ICD pacemaker malfunction. Procedure pocket revision lead interrogation and lead addition indication failed ICD and or riata lead. Removal of biotronik generator and re-implantation of a medtronic ICD generator capping of the old ICD lead. Pacemaker replacement due to no communication between the programmer and the header of the device. It was unclear why there was no communication. Capped and unusable: st jude lead model #1581, 65cm, serial #(B)(4).